Event description:
Healthcare provider reported a left side rupture confirmed by imaging. The device has been explanted and replaced.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare provider reported a left side rupture confirmed by imaging. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified deformation, voids and no openings were found in the device. A weight test of the device was verified and the device was within specification. Cloudy after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: no observations found related with the complaint reported by the physician.